Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom no sound. Physical inspection of the speaker lead and j1 back flex solder connections found that the positive speaker lead was lifted off the solder pad. The rear case, which contains the failed speaker lead was replaced.

Event description:
It was reported that a spectrum pump had no sound. It was also reported that there was no patient incident.